Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patients ipg is having issues connecting with charger. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The reported observation of issue of charging the ipg was duplicated and confirmed. The root cause of the observation was not ascertained. The device appeared to enter a non-chargeable state after attempting to charge the device at .25 inches and 1.0 inches. Normal charging was observed prior to this at a distance of .5 inches and .75 inches. During the inability to charge the device, a pc session was in progress that captured the observation reported from the field, in the patient controller logs. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity and charging circuitry. All portions of ate testing passed which includes charge testing of the eterna device. A scan of the hybrid assembly found solder bulge at fet q2, this was the confirmed root cause of the observation. The ipg hybrid was built with the new stencil which caused extra solder to be present at the fet gate, causing an electrical short between the fet gate and source. Reverted to old stencil to address the issue.